Event description:
Edwards received information that a surgical valve is failing after an unknown implant duration. The cause of failure is currently unknown. The mode of intervention indicated is valve-in-valve; however, a procedure has yet to take place.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of seven (7) years. The reason for re-operation was due to aortic stenosis. The patient did well and was discharged home.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Although there have been attempts to receive further information regarding the device and event, no additional information was received. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.